Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited intermittent capture. Imaging revealed the atrial lead had dropped into the atrium. The atrial lead was capped (B)(6) 2021 and replaced without issue. The patient received an upgrade. The patient was stable.